Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a review of the pump¿s black box data revealed evidence of a partially discharged battery installed. There was no visible damage to the battery compartment. The pump powers on normally with the returned battery cap, and the cap fully secured onto the pump. The current draws measured within specifications. The pump was opened and no evidence of moisture or loose components found inside the pump.